Event description:
The customer stated that the architect analyzer has been generating higher than expected patient results for the glucose parameter. The results were questioned and repeated after 24 hours with lower and expected results. Trouble shooting revealed that the initial glucose test was preceded by the co2 test which could indicate a reagent-mediated carry over issue. One patient sample ((B)(6)) generated a result of 8.44 mmol/l which was repeated at 4.78 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was conducted in order to investigate the issue of this complaint. Field service found the mixer wash cup was blackened and blocked. The cup and mixer were cleaned but the glucose issue continued. Field service then adjusted the mixer wash flow and adjusted the mixer 1 position. Review of the instrument service history did not reveal any other issues that may have contributed to the current complaint. Various fluidics issues are common on the architect c8000. Based on the available information, a deficiency of the system was not identified. There is no evidence that reasonably suggests a malfunction occurred. The issue was resolved through standard troubleshooting procedures. Current labeling describes maintenance procedures to be done on a periodic basis and provides adequate troubleshooting assistance for erratic results. The customer was instructed to clean the mixer and mixer wash cup as part of the weekly preventive maintenance of the instrument.